Manufacturer narrative:
The product was returned. Per the returns plan in oracle unit returned on 07/07/2014. Evaluation shows camber plug came out of camber tube where it is bonded and pouch is torn where strap attaches on left side. MDR is being submitted as a result of a retrospective complaint review.

Event description:
The upholstery was torn. Dealer thinks it must have happened when the wheel came off.